Event description:
It was reported that after the left ventricular (lv) lead was successfully deployed the physician attempted to reinsert the angioplasty wire but was unable to advance the wire in the lead. The lv lead was attempted but not used. A second lv lead was successfully positioned with good numbers. The second lv lead dislodged when slitting the delivery catheter. The physician was unable to get reaccess with the lead. The second lv lead was attempted but not used. The patient will have the lv lead placed at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.